Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd signal wire. In addition, our technician confirmed that the insertion flexible tube fluid damage, the segment fluid damage, the shield pipe fluid damage, the down pulley wire fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the right pulley wire fluid damage, the mechanical base plate fluid damage, the remote control switch fluid damage, the remote control wire fluid damage, the electrical pin connector fluid damage, the pcb for cmos drive fluid damage, the laser cut filter fluid damage, the lg connector corroded, the distal body leak, the bending rubber cut, and the root brace rubber (lg connector) cut; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.